Manufacturer narrative:
Concomitant medical products: product ID: neu unknown, prog lot# serial# implanted: explanted: product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromor phone) (asked/unknown mg/ml at asked/unknown mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient mentioned the pump hasn't been helping much since implant. The patient then stated about 2 weeks after implant they noticed that the pump slightly tilted and after that moved again and now pump was "slightly raised up in one area more than another". The patient stated they told the healthcare provider this but they dismissed comment and didn't write it down in their notes. Patient also mentioned they have had pump adjusted twice and haven't felt anything yet and never felt it after bolus either. Patient stated they waited 26 years to get this and "they can't get it to work right." The patient also mentioned difficulty finding port for refill. The patient was redirected to healthcare provider. *omitted information pertaining to difficulty finding port for refill in pe# (B)(4).*